Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent occlusion alarms. The customer's blood glucose reached 200-300's mg/dl. Reportedly, the customer changed supplies and resumed insulin delivery.